Event description:
Procedure: hemicolectomy. Reportedly, the device was applied to tissue and made an alarm. The surgeon reapplied the device and indicated the proper "seal complete" tone was made. However, the seal was not complete and the tissue opened. There as no report of any adverse effects to the pt.